Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown dhs/dcs 4 hole plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number and part number was provided.

Manufacturer narrative:
(B)(4); device failure can be observed from the provided x-ray image dated (B)(4), 2013.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per a medical review of the x-rays, device failure can be observed from the provided x-ray image dated (B)(6) 2013.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows it was reported that due to a mistake, supposedly caused by the hospital`s sterilization department, the subject received a 4-hole dhs side plate made by synthes which was combined with a lag screw made by stryker. Since those two components are not compatible, the implant failed which required an additional surgical intervention (i.e. Revision surgery) seven days after the initial surgery during which the subject received a new stryker omega3 s-hole dhs including a compatible stryker lag screw.¿ it was reported that the issue was noticed due to x-rays and that the adverse consequences to the patient consisted of a revision surgery. It was reported that the procedure was completed successfully and that there was a surgical delay (of which the duration was not reported). This case was reported from (B)(6) to the FDA. This report is for 1 unknown dhs/dcs 4 hole plate. This is report 1 of 1 for (B)(4).